Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012; 6947-65 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that there were question marks for the histograms and an observation that the histogram data may not be available. The device remains in use. No patient complications have been reported as a result of this event.